Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant abdominal pains / crampings') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), iron deficiency ("iron deficiency"), abdominal distension ("bloating"), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal discomfort (""rolling¿ feeling in her stomach") and pain ("generalised aches / pains") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, iron deficiency, abdominal distension, vaginal haemorrhage, abdominal discomfort, pain and weight increased had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, iron deficiency, menorrhagia, pain, vaginal haemorrhage and weight increased to be related to essure. Lot number: 50667567 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of (B)(4) . No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant abdominal pains / crampings') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), iron deficiency ("iron deficiency"), pain ("generalised aches / pains"), abdominal distension ("bloating"), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal discomfort (""rolling¿ feeling in her stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectmy and essure removal). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, iron deficiency, pain, weight increased, abdominal distension, vaginal haemorrhage and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, iron deficiency, menorrhagia, pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 10-jun-2020: essure lot number 50667567 was inserted on (B)(6) 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant abdominal pains / crampings') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), iron deficiency ("iron deficiency"), abdominal distension ("bloating"), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal discomfort (""rolling¿ feeling in her stomach") and pain ("generalised aches / pains") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, iron deficiency, abdominal distension, vaginal haemorrhage, abdominal discomfort, pain and weight increased had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, iron deficiency, menorrhagia, pain, vaginal haemorrhage and weight increased to be related to essure. Lot number: 50667567 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant abdominal pains / crampings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), iron deficiency ("iron deficiency"), pain ("generalised aches / pains"), abdominal distension ("bloating"), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal discomfort (""rolling¿ feeling in her stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, iron deficiency, pain, weight increased, abdominal distension, vaginal haemorrhage and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, iron deficiency, menorrhagia, pain, vaginal haemorrhage and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.